Manufacturer narrative:
This was an implant/abutment installed by another dentist. One of the options for treatment as stated by the referred dentist was to leave the implant body in place with the broken abutment which would be fine for bone long-term. However, it is likely that removal of the implant at location #31 would occur which would be additional surgical intervention.

Event description:
Pt had long standing implant; crown broke from tooth #31 while chewing about 1 month ago. Had evaluation one month later. Fracture of abutment post noted.